Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the error 1 - 00004000-2: console detected blood in the catheter occurred while catheter was inside the patient. The device was replaced with a new one. The procedure was completed succesfully with no patient complication. The device is expected to be returned for analysis.